Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at the proximal end. A stent strut at the proximal end of the stent was lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The crimped stent od was measured at the undamaged distal portion which is within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector which is within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon.the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. Stent movement was likely caused by handling damage during stent protector removal during preparation. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the shaft polymer extrusion found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus element ¿ drug eluting stent was selected to treat the lesion. During unpacking, the physician pulled out the stent from the loop and the protective wire and noticed that it was not located in the correct position when crossed with the unspecified guidewire. The stent was displaced and moved forward. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus element ¿ drug eluting stent was selected to treat the lesion. During unpacking, the physician pulled out the stent from the loop and the protective wire and noticed that it was not located in the correct position when crossed with the unspecified guidewire. The stent was displaced and moved forward. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.